Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer cubies failed intermittently. A field service engineer (fse) reseated the row board cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was consistently not detected on the bus, and a specific drawer frequently failed, with none of its cubies being recognized. Users reported repeatedly opening the back of the unit to reseat the ribbon cables; however, this has been required more frequently for the same drawer. The issue was temporarily resolved by performing soft or hard reboots. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.